Event description:
The manufacturer received information alleging lung infection requiring prescription steroids and antibiotics. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.